Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7085188. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2352-50. Serial number: (B)(4). Batch/lot number: 7085544. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The current location of the replaced device is unknown. Additional information has been requested; and will be provided as it becomes available.